Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Unable to complete sbrt beam: patient c.

Manufacturer narrative:
H11: updated: the customer reported that they were unable to complete sbrt beam - patient c. The investigation was completed by conducting a thorough evaluation of the products and the reported information. The mosaiq logs show that, on (B)(6) 2025, treatment delivery to field a1.1 stopped due to a "beam mu ch2" error on the machine after 4107.2 mu of the prescribed 4109.4 mu was given. Mosaiq correctly recorded 4107.2 mu. The logs show several instances where field b1.2 was entered to administer the remaining 2.2 mu then exited without delivering beam. According to the customer, the machine was unable to deliver the remaining mu. No errors were logged by mosaiq during the period when the partial treatment was selected and exited. The energy (6 mv fff), type (x-rays), and other parameters values observed in the .efs file created by the full plan versus the .efs file generated by the partial plan are matching. Mosaiq did not have any malfunction and was working as designed and intended, and there doesn't appear to be an issue with the partial plan itself. Linac engineers have reviewed the sdd logs and note that the partial mu was not able to be delivered due to a "wrong state:1" error. An elekta risk assessment for the linac was performed and concluded that this is considered no risk - detectable prior to use. Elekta physics have assessed this as an insignificant radiation underdose, for both that specific day of treatment, and over the course of the treatment. Note: the customer reported the same issue, but for 3 separate patients. Patient a has been reported under: 2950347-2025-00015. Patient b has been reported under: 2950347-2025-00016.